Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out procedure, the right ventricular (rv) lead had high pacing and defibrillation impedances. The rv lead was reconnected to the new device; however, the impedances remained high. It was also noted that there were unstable thresholds and no capture. When testing via analyzer, the rv lead fractured when part of the electrode became detached. The rv lead was partially explanted and capped. During the implant attempt of the replacement rv lead, it took the physician several attempts to place the screw. When the replacement rv lead was connected to the device, there were unstable thresholds, no capture, and the lead had dislodged. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the proximal segment received was the df-1 right ventricular (rv) leg only. No insulation breach in vivo was observed. If information is provided in the future, a supplemental report will be issued.